Event description:
Consumer called to report getting inaccurate readings. Analysis run on clark error grid using mean avg reading (207) as ref. Point vs. Bd readings of 409, 79, 135 yielded data points in the c zone of the grid, outside of acceptable limits.